Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a minicap disconnect transfer set was leaking. This event occurred during peritoneal dialysis therapy. The patient stated that the transfer set, when locked, leaked after removing the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the occluder feet were broken. Clear passage testing was performed with no issues noted. Leak testing and clamp function testing were performed and revealed a leak through the closed sleeve. The reported condition was verified. The cause of the leak was determined to be the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Catalog number: 5c4482 or 5c4483. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.